Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device exhibited noise oversensing due to electromagnetic interference (emi) of low frequency related to the use of a transcutaneous electrical nerve stimulation. As a result, one inappropriate anti-tachycardia pacing (atp) and one shock were provided. In addition, pacing inhibition was noted. Asystole was recorded, no additional adverse patient effects were reported. This crt-d remains in service.